Manufacturer narrative:
The calibration and qc recovery data provided was acceptable. Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs assay results for 1 patient sample on a cobas e 801 module. The initial troponin result was 83.4 ng/l. The first repeat result was 3.00 ng/l and the second repeat result was 4.03 ng/l. No questionable results were reported outside of the laboratory.